Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The blower test performed by the customer passed and no blower failure alarms are active. Calibration performed also passed without any issues.

Event description:
The customer reported that the bellavista 1000 experienced alarm 316-blower failure. As of this time, it was not confirmed if there was patient involvement associated with this reported event.